Event description:
Pt filled the "paradigm" reservoir with insulin. They put it in the unit, then primed the pump. Pt felt a sharp pain and looked down to see where the pain was coming from. It was then that they saw the previously full reservoir, flashing empty. The pump pushed the full amount into pt, approx 160 units. Family member gave 2 glucagon shots, then spent 6-7 hrs in hosp emergency room.